Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook roadrunner wire guide was used. The hydrophilic tip was retained in the patient. The procedure was finished by switching to a device made by another company. At the time of this procedure, the patient was reported to be in stable condition. The detached wire remained in the patient after unsuccessful attempts at removal by the physician the same day as the original procedure. The patient was discharged to home. The medical facility is not aware of any further attempts at removal.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. The outer tip of the wire guide is missing. The wire guide was sent to the approved supplier and they provided the following information. A visual examination confirmed that the coil located at the distal tip was missing. This device is inspected for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. Based upon the information provided and the characteristics displayed, it is feasible to suggest that this is the result of a procedurally related event rather than the fault of the device in question. Nevertheless, the appropriate individuals have been notified. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was related for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all road runner wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.